Event description:
The customer reported to a carefusion technical support specialist "the uim during maintenance went totally blank, the leds around the screen were lit. No patient involvement."

Manufacturer narrative:
(B)(4). Carefusion technical support issued an rga (returned authorization number) for the alleged failed uim. The component has not returned as of the date of this report. If further information is gathered upon receipt and evaluation of the component, carefusion will issue a follow up medwatch report.